Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (code 204 / constant gong alarms / damaged cable) was confirmed. As received, the monitor failed incoming testing as it lacked a driven ground. In addition, the trunk cable and the cable connecting ECG electrodes c and d to the distribution node (dn) were damaged. The cause of the code 204 and constant gong alarms is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged cables and lack of driven ground. The cause of the lack of driven ground is a defective u612 processor in the monitor and the damaged wires in the electrode belt. The cause of the defective u612 processor is the damaged electrode belt. The root cause of the damaged wires in the electrode belt is physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor contacted zoll to report that a patient's device was producing code 204 and constant gong alarms and had exposed wires.